Manufacturer narrative:
Reported event the robot has been making jerking motions while attempting to align into the cutting plane during bone prep, has had trouble aligning to the cutting plane, has made slightly noticeable unsatisfactory cuts, and once gave an error message regarding one of the joints that disappeared quickly before I could completely make out it's content. Method & results. Product evaluation and results: "the field service engineer reported: problem reproduced: no. Troubleshooting notes: none work performed: cleaned fibers, camera lens. J4, j5, j6 needed adjusting. Adjusted cable tension in j4-j6. Performed all pm tests. System passed within parameters. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use." Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate (B)(6) was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: a review of complaints related to p/n 219999, robot number: (B)(6) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The robot has been making jerking motions while attempting to align into the cutting plane during bone prep, has had trouble aligning to the cutting plane, has made slightly noticeable unsatisfactory cuts, and once gave an error message regarding one of the joints that disappeared quickly before I could completely make out it's content.

Event description:
The robot has been making jerking motions while attempting to align into the cutting plane during bone prep, has had trouble aligning to the cutting plane, has made slightly noticeable unsatisfactory cuts, and once gave an error message regarding one of the joints that disappeared quickly before I could completely make out it's content.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.